Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan on april 19, 2008, reporting that his one touch ultra2 meter would not turn on. The mas tried to contact the pt on april 29, 2008, but the pt was not at home. The pt's mother provided the add'l required info. On five days prior to original date, in the morning, the pt tried to test himself on the meter, but the meter did not turn on. He took his usual dosage of glyburide 5 mg, 1 tablet. After a while, the pt started feeling shaky. Her mother took him to the hospital. The pt was tested on ER/hospital meter and obtained low reading. The reporter did not recall the exact reading. The pt was given some shot to raise his sugar level and wake him up. He was also given a pill for his hypertension, as his blood pressure was high at that time. The pt felt better after a while. The reporter also informed that the pt is suffering from some "brain condition" for which he takes lithium 300 mg twice a day. He also has hypertension. The reporter claimed that the pt has to go to the hospital quite often because of his brain condition. The pt usually takes glyburide 5 mg, 1 tablet in the morning and 1 in the evening. The customer care advocate (cca) verified that it was not a new meter. The pt replaced the battery per the owner's manual. The batteries were correctly installed. The cca walked the pt through the resolving issue, but it was not resolved. The complaint is reported because the pt alleges the lfs product did not turn on, he took glyburide and afterward felt shaky, which is typical of hypoglycemia. The pt claims a low blood glucose reading was obtained in an ER and he was treated with a shot to raise his blood glucose.